Event description:
It was reported that the customer experienced a high blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Troubleshooting with tandem technical support was performed and determined insulin was not being delivered from the cartridge. Customer delivered a correction bolus via the pump to address bg level. Customer changed the cartridge to resolve the issue and resumed insulin delivery.